Event description:
A customer reported that the probe of the ortho provue analyzer was bent and dripped fluid. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. Investigation into this event found that the probe was bent. A bent probe can result in loss of vacuum/ pressure in the fluidics system and probe drip. The fe performed the appropriate repairs and adjustments to return the analyzer to expected operation. No definitive root cause was determined for the incident.